Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor received additional information indicating that the removed implants were replaced with mentor memorygel breast implant 350cc gel breast implant, catalog # 3503501bc, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 425cc and experienced bilateral deflation on breast implants. As a result, patient underwent removal and replacement with mentor memorygel breast implant 350cc gel breast implants, catalog # 3503501bc, s/ns (B)(4) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-03721 for contralateral prosthesis. The device was returned to mentor without fluid inside. Brown and black material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.4 cm at the posterior aspect and a leakage at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 425cc saline breast implant, catalog # 3542670, lot # 218412. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 425cc and experienced bilateral deflation on breast implants. As a result, patient underwent removal and replacement with gel mentor breast implants of unknown type on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-03721 for contralateral prosthesis.